Event description:
It was reported when using the unspecified bd citrate vacutainer blood collection tube, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported inconsistent results with bd blood collection tubes compared to other tube types.

Manufacturer narrative:
H.6. Investigation: bd did not receive photos or samples and the material number and lot number are unknown. Therefore, the investigation is limited. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. Complaints received for this reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured, bd corporate headquarters in (B)(4) has been listed for the manufacturing site.

Event description:
It was reported when using the unspecified bd citrate vacutainer blood collection tube, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported inconsistent results with bd blood collection tubes compared to other tube types.